Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the pin at the distal end of the screwdriver broke off. This is 1 of 2 reports for the same event, complaint # (B)(4).

Manufacturer narrative:
This device is used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Manufacturing documents were reviewed and no complaint related issues were found. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The visual inspection of the returned screwdriver by the complaint handling unit on (B)(4) 2013 revealed that the connecting pin is broken off. The complaint condition is likely the result of the pins not inserted correctly. This has lead to the fact that far too much mechanical force has been applied and caused these deformations. The recommendation of the manufacturer is to use this instrument only finger-tight. The setscrew must be loosened with the screwdriver 314.131. The screwdriver was analyzed for conformance to print specifications as well as the device history record was researched, no abnormal findings were identified. The investigation carried out on the screwdriver has further shown that the retaining cam is completely broken. According to surgical technique the investigated screwdriver is only intended to secure the cap on the 3d-head. The loosening of the cap must be done using the screwdriver 314 131. In addition, the review has shown on the basis of material and production documents that the screwdriver fully complies with the specifications.